Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash. The patient reported that he was experiencing a rash under all the electrodes. The patient indicated speaking to his doctor about the skin condition but reports that the doctor did not provide any new medications for this issue but that he was previously given an ointment by his doctor for other skin issues. Follow-up indicated that the patient had removed the lifevest due to the irritation worsening all over his body. The patient's physician indicated that the skin irritation was possibly scabies and prescribed the patient a steroid cream, methylpred tablet 4mg, and permethrin 5% ointment. The patient ended use of the lifevest.